Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst below 12 atm. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole, which does not confirm the reported event of balloon burst. Functional analysis was performed, the device was connected to an alliance inflation system, the balloon was inflated without problem, however, it did not hold the pressure due to a pinhole located in the half section on the body of the balloon. Based on the available information, it is possible that the interaction with the scope and other surfaces during the procedure inside of the bile duct could create friction on the balloon, causing it to the balloon pinhole, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon burst below 12 atm. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event.